Event description:
Tc 43 tapercut end was disconnected from the green braided polyester 0 surgical suture, and was lost in the abdomen of the patient. To make sure this had happened, the suture capturing device was x-rayed. The tapercut end of the suture has not been found on or in the capturing device. No harm to the patient at this time. Patient was informed of the event. No further actions have been taken.